Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-10047. Related manufacturer reference number: 1627487-2019-10049. It was reported that the drg system has not provided adequate relief since implant. Reprogramming did not resolve the issue. As a result, the patient's system was explanted on (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.